Event description:
Customer states lancet will not retract while using the soft touch device. No adverse event reported. A request was made for return of the suspect product, and a replacement was sent.